Manufacturer narrative:
Product summary:the full lead was returned, analyzed and analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during the lead implant attempt procedure the patient had experienced a pericardial effusion. It was also reported that there was difficultly extending and retracting the helix, the lead kinked, and a possible fracture is suspected. The lead was not used and the patient is in intensive care unit and being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.